Manufacturer narrative:
The fse confirmed there was no sound coming from the unit and there was no error or alarm present. The fse replaced the speaker assembly to resolve the issue. After speaker assembly replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
D4: data correction to device identifier.

Event description:
The customer reported that the system speaker failed during preventive maintenance. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone number (B)(6).